Manufacturer narrative:
MDR made in error with incorrect reportability rationale.

Event description:
MDR made in error with incorrect grid update.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim: it was reported by a customer that two instances reported involving saline and keytruda when the tubing failed; came apart and they had one event. Original reported on 13-feb-2026.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.